Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with unknown size unknown saline implants on both sides and experienced a leak on left side and a little pain on both of the implants. Both implants will be replaced on (B)(6) 2021. It is unknown if they are going to be replaced with mentor gel implants. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left deflation, and pain. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).